Event description:
It was reported that during a hepatectomy, the device was fired on the common trunk of the left and middle hepatic veins but part of them was torn, and bleeding occurred. The cut end of the hepatic vein was torn 1/3, and the cut liver was torn completely. Additional hand suture and proline were used to suture the bleeding part. The target tissue was compressed for 20 seconds before the firing, but about 10seconds after the firing, bleeding occurred. The amount of bleeding is unknown. No blood transfusion was required.

Manufacturer narrative:
(B)(4). Batch #449a85. Additional information was provided: the procedure was an open procedure. The device function properly before the firing. No further information about the staple formation is available. No blood transfusion was required. A scrub nurse commented that after the device stapled and was moved on to another operation, bleeding was observed and then the torn of the staple line was found. It was not vigorous bleeding. The procedure was not converted. Additional hand suture was performed. The patient¿s condition is stable. Additional information was requested and the following was provided: could you please clarify if there were any patient consequences? Yes. Bleeding occurred. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No further information is available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two vasecr35 reloads present along with the device. The reloads (b & c) were received fully fired and no damages were found on the cartridge deck. However, one vasecr35 reload had scratches mark on the metal cartridge pan. In addition, a part of the packaging material and one battery pack were received with the actual device. During the visual inspection, three staples were found on the jaw. Also, no damage on the knife was noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.